Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the completed e1 - (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed a battery maintenance alarm and the wheel was damaged. The customer restarted the device and charged it. After disconnecting the ac power, it still could not be turned on and used. There was no patient injury reported.

Event description:
It was reported that before use discovered by hospital personnel , the cs100 intra-aortic balloon pump (iabp) displayed a battery maintenance alarm and the wheel was damaged. The customer restarted the device and charged it. After disconnecting the ac power, it still could not be turned on and used. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(impact).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional info received on 06/26/2024: customer name-(B)(6).

Event description:
N/a.

Manufacturer narrative:
(Additional info: due to character restrictions in block e1: event site address line 2: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing four casters and two batteries. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.